Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused. The devices did not infuse the entire contents within the allotted infusion time of 48 hours. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder, which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.